Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope was filled with water that leaked out when the technician pulled the scope. The issue was found during reprocessing. There were no reports of patient involvement.